Event description:
A caller reported experiencing an error with their continuous glucose monitor, specifically labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions for a pump reset and guided them through the process. Following the reset, the customer did not encounter the cgm error again and successfully initiated a new sensor session.